Event description:
The patient was being fed using a pump. An unknown amount of enteral feeding solution was hung and the pump was set to deliver 30 ml/hr. 250 cc were delivered in 2 hours. No further information is available at this time. One patient involved.